Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd ( manufactrer) is submitting the report on behalf of heartsine technologies llc (importer) the device records manual power ups of 10 minutes duration between the 25 may 2016 and 23 sep 2016. Investigation found the fault can be attributed to membrane failure.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.